Manufacturer narrative:
(B)(4). Additional information/narrative: per the customer, the device will not be returned to baxter for evaluation; therefore, the reported condition of "broken tubing" could not be confirmed. Should the sample and/or any additional information be received by baxter, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer's initial report to baxter, the sample is available for evaluation. Attempts have been made by baxter to contact the customer to retrieve the sample and/or any additional information, however, this information is not yet available. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv100 device was observed with a broken tubing set while it was still in the packaging. There is no patient involvement. No additional information is available.